Event description:
It was reported that (2) pmw35 were used during a unknown procedure. It was reported by the affiliate that two devices in a row stapled and then jammed. It is unknown how the case was completed. There was no adverse pt outcome.